Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 16/nov/2017 and inspection of the unit was performed on 18/nov/2017 where the quality control inspector found the following: accessory stuck in primary operation channel, passed dry leak test, passed wet leak test, distal cap missing silicone, customer complaint confirmed, light carrying bundle distal cover glass middle scratched, light carrying bundle distal cover glass middle chipped, primary operation channel blocked. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs included the distal case/cap, which was replaced and resealed pursuant to the field correction, and returned to the user on 08/dec/2017. O-rings and seals, air/water tube, lcb distal cover, operation channel, bending rubber, distal case/cap, objective prism assy.